Event description:
A (B)(4) clinical application specialist reported that while she was training a surgeon and after the laser firing was initiated the patient moved resulting in a loss of suction. The patient was released from the unit and transported into phaco room. While in the phaco room and under the microscope, the surgeon noticed that there was a crescent shaped arch etched onto the cornea. There was no capsulotomy nor any fragmentation made by the laser system. The surgeon performed the surgery manually and routinely. The surgery was completed without complications. The patient was doing well during the one day post operation evaluation and the surgeon states that the etch was only 20% thick and noticed sign of healing.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.